Event description:
Revision surgery - due to subluxation (dislocation) of the shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1 month of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 31st complaint for this part number: 15 dislocation, seven infection, three loose joint, two dissociation, one pain, one limited range of motion, and one non-assembly. This is the first for this lot number. The root cause was most likely due to subluxation. There are no indications of a product or process issue affecting implant safety or effectiveness. There is no information reported that showed a material, design, or manufacturing problem with the product.